Event description:
Svc(superior vena cava) lead impedance warning on (B)(6) 2023. Right ventricle defibrillator lead impedance warning on (B)(6) 2023.device appears to be occasionally under sensing on atrial lead during atrial tachycardia /atrial fibrillation event(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).reference report: mw5154956.